Event description:
It was reported that the customer blocked out and fainted due to low blood glucose. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading at the time of hospitalization was 43 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.